Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display went blank upon startup and then came back on. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.